Manufacturer narrative:
A ge rep evaluated the system and determined the ups batteries needed to be replaced. The system is currently working, but the batteries have not yet been replaced.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.